Event description:
A consumer¿s family reported the consumer was implanted due to parkinson¿s disease. After the surgery, postoperative hand trembling had improved; however, cannot walk and needed to use wheelchairs, and mental disorders (specifically did not want to provide). During hospital was programmed several time which had no effect. There was not a more than 50% reduction in symptoms. It was unknown if any troubleshooting was done or cause determined.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the actions/interventions taken to resolve the previously reported symptoms included reprogramming the patient many times; the issue remains ongoing. It was also stated that it is unknown when the reported symptoms began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.